Manufacturer narrative:
(B)(4). The device was returned in the sterile package. The package was inspected and it was noted that the tyvek of the device was damaged in two separate areas. This impacted the integrity of the packaging seal. The damage was inspected and it appears that the cuts on the tyvek are from the outside to the inside. It could not be determined what may have caused the incident reported. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.

Event description:
It was reported that the package was broken, the sterility was compromised. The package was broken due to the torque wrench somehow was repositioned instead of sitting on the alignment. The device was not used, detected in the office.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.